Event description:
It is reported that the small metal ball bearings dropped out of the instrument.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4). Evaluation - as returned, the ball bearings are missing from the instrument and the swing arm is loose. The tip appears to be damaged from use over the potential field age of 10 years. It also appears that the instrument has been disassembled from the evidence of a backed out kept screw as well as damage to the hex screw head. Disassembling the inserters is not recommended, because the ball bearings will fall out. The cause of the instrument failure is disassembling of the device and will be closed as user error, possible misuse. Device history records indicate all components were manufactured and inspected to specification.